Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to fluid ingress. It was reported that the patient vomited while receiving therapy from the ventilator. Due to the observed condition of the device, the flow manifold, flow screens and compressor were replaced. The button board, o2 inlet fitting, power knob, selector knob and front bezel were also replaced. The devices passed all required bench tests, an internal inspection, and full calibration. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.